Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor was extrinsically distorted due to kinking/buckling. The helix of the lead was extrinsically bent. The outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the implant procedure the physician did not like the way the superior vena cava (svc) coil looked on the lead. The physician believed there was a kink in the coil and the tip appeared to have a kink in it as well. The lead was not used and a different lead was implanted instead. No patient complications have been reported as a result of this event.